Event description:
The customer reported to baxter (B)(4) regarding one secondary medication set that has a leak in the line. The condition occurred prior to use. There was no patient involvement. All connections in the set were secure, and it was leaking from the tubing line. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.